Event description:
It was reported that the customer was hospitalized for high blood sugar levels. It was indicated that the customer did not change out the set to resolve hbgs. The customer was educated on the possible cause, which may be due to a site or set occlusion. Instructed the customer to change out entire set and to follow the two hbg rule.